Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 15 and 17 on distal end of stent lifted and pushed back distally. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The patient presented due to cardiovascular disease (cvd). Vascular access was obtained via the femoral artery. The 30mmx3.5mm, chronic, totally occluded, de novo target lesion with significant lesion bend of less than equal to 45 was located in the moderately tortuous and mildly calcified proximal right coronary artery (prca). After crossing the lesion with a 6f non bsc guide wire and non bsc guide catheter, a 3.50x38mm promus element plus drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and a guide extension catheter was advanced. The procedure was then completed with another 3.50x38mm promus element plus des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.